Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator unit was investigated by our field service engineer (fse), according to the onsite investigation, there was no indication of the reported alarm, when the pre-use check was performed, all tests passes without deviation except the battery switch test. The reported technical alarm could not be reproduced during the onsite investigation. The reported issue could be confirmed by the review of the returned device logs. The technical error codes indicate disabled valves and a control pc board communication failure with the monitor pc board. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received device logs but could not be reproduced during the onsite investigation. The cause of the reported failure has not been established.